Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 15 mmol/l. The customer experienced symptoms such as nausea and vomiting. The high blood glucose incident was treated with manual injections. The user alleged the insulin pump was under delivering insulin due to high blood glucose level. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.